Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This report is being relayed to correct an an error in the previous report MFR-0002023141-2019-00923-1

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.1mm,sbm,13 (tsv4b13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item and lot number. The reported device was located on tooth # 19 and was used for approximately 5 years. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported complaint could not be confirmed with the information provided and no returned product for evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Tsv4b13 - fracture.